Event description:
It was reported that during a da vinci si low anterior resection procedure cadiere forceps instrument would not engage onto the robot after several attempts. The instrument was exchanged into a backup instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was placed on an in-house is3000 system and it was driven. Recognition and engagement testing passed. Failure analysis also observed that the distal end of the main tube had scratch marks with light material removal. The scratches were .029 - .185 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.